Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was not able to adjust stimulation. It was suggested repositioning patient programmer or antenna over ins. It was reviewed that upper limit was reached. This action resolved the reported issue. It was noted that the patient never had therapeutic effect. Regarding if there were symptoms, it was noted "yes". The patient was trying to use the patient programmer and change from one program to the next. The patient did that, changed from program 1 to program 2. The patient couldn't make program 2 increase the power at all. Patient noted it showed program 2 at 1.20v and had a lightning bolt. Regarding what happens when the patient increased the setting, the patient was getting an arrow with a line across it. It was explained that it was at highest setting. It was 8 something on program 1. It was noted that the programmer was working as intended. The patient was assisted in how to change from program 2 to program 3 and the patient adjusted it up 3.5v. The patient didn't feel it in his bicycle area. The patient felt it in his penis and wow. The patient was going to his 3rd neurologist. It was noted that the patient was on his second positioning of the wire. The patient thought he had a revision maybe 6 months ago ((B)(6) 2013) but really didn't know. This was the patient's 13th or 14th program tried. The patient was going to the bathroom daily all the time and still was. Regarding long term long, the patient noted two options: botox injections; repositioning of the lead one more time. The representative reprogrammed the device (a week ago (B)(6) 2013) with four new programs and told the patient to let each one run for a week. If the patient got one program that was working leave it. The patient started with program 1 and felt it made it worse. The patient knew that it wasn't a week but another couple of days like this he might as well not get dressed, the patient was going through 2-3 depends and was getting up 5-6 times a night. The patient wasn't getting any sleep and was exhausted all day. The patient tried program 2 wont go higher. Program 3 was working and if that didn't get any relief in a week, will go to program 4 and then if with in 4-5 days will call the doctor and see what else can be done. The patient knew they could wire him up to a bag but he didn't like that idea either. The patient planned to go to program 4 if program 3 didn't work. The patient didn't have issues discharging during the night he just has to call all the time. If additional information is received, a follow up report will be sent. See also manufacturer's report # 3004209178201108617 regarding issues with prior device.

Event description:
It was later reported that the manufacturer representative was currently managing the patient with programming. It was unknown when the surgeries were performed or any further interventions. Additional information received reported that the patient was still having concerns with his device or therapy and was working with the doctor or manufacturer representative. The patient appointment dates were reportedly ongoing. The patient had not had relief in the past 3 years.

Event description:
Additional information received reported that the patient since implant, the patient had not had a 50% or greater reduction of symptoms. This was the patient¿s third revision. The patient reportedly had initial improvement on program 2. The patient was reprogrammed multiple times. There was no long term improvement. It was noted that the first 2 replacements were done by a different urologist.

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3 889-28, lot# va04m45, implanted: (B)(6) 2013, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had leakage during the day and the issue at night was being woken up 4 to 9 times a night to go to the bathroom. It was noted that the patient didn't have leakage at night. About half the time the patient was conscious of it during the day and the other half they weren't and just leaked and the patient did all the leakage before 3:30 pm and then after that changed the underpad and went to a light pad. It was reported that the patient did that yesterday and when they took it off it didn't have anything in it. The patient took off the big one at and it weight about 1.5 lb of urine and then virtually no more after 3:30 pm. It was noted that the patient was on 4 medications for blood pressure, cholesterol, acid reflux, and class 4 narcotics after surgery. The patient's heart surgery was easy for them and had more scars on them like they had been hit by a thrashing machine and it was easier than dental surgery. It was noted that after spinal surgery the patient was told not to do any cocktails and the patient does pain well. The patient's health care provider (hcp) had stated that they had done all they could do for the patient. It was reported that the patient was on program 2 at 1.0v with the device off which is what they wanted it to be. The patient brought the setting all the way down to 0.0v and detached the antenna and turned off their programmer. It was noted that the patient had been getting implants since 2006 and had multiple programming adjustments which none of them had worked and the patient had 13 different programs available to them. The patient had spinal surgery 3 weeks ago and was at the spinal surgeon yesterday and wanted to know if that could affect this. It was reported that it was recommended that the patient turn off the stimulator if it wasn't working for them and they wanted to do an MRI but couldn't if the implant was in them. They thought the implant would work for the patient and the patient didn't have a trial and they just did it and were practicing. It was noted that the manufacturer representative was there and that all of the implants had been on the same side. The patient didn't think the hcps were bad people and the device surgeries were only 2 out of the patient's 12 surgeries. It was noted that the patient had surgeries for broken bones, open heart surgery, and spinal surgery. The patient wanted to know how to shut the darn thing off completely and that they were using one of the programs turned down to 0.1v and did it this morning. It was reported that the manufacturer representative seemed to know more about this than all 3 hcps and the patient wanted to ask them about trialing on the opposite side. The patient was willing to try anything because they were older.

Manufacturer narrative:
(B)(4).